Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter frayed. The following was received by the initial reporter: the plastic sheath that surrounds the needle, that stays in the patient, were split, and looked like a palm tree.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter frayed. The following was received by the initial reporter: the plastic sheath that surrounds the needle, that stays in the patient, were split, and looked like a palm tree.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.